Event description:
Microwire broke apart and had to be relieved from intracranial vessel. Performing intracranial embolectomy the guidewire fractured and sheared off distal tip. Section that was left intracranial was able to be retrieved per md.